Manufacturer narrative:
The device was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined.

Manufacturer narrative:
Additional follow-up information from the hospital revealed that the patient died at some point after the procedure (exact date of death unknown), but the cause of death was unrelated to the penumbra system. The physician believes the death was related to the dissection of the patient's artery by the guide catheter being used (non-penumbra device). The intent of this follow-up report is to provide this information about the patient death.

Event description:
The patient presented with a clot in the basilar artery and was treated with the penumbra system 041 which removed most of the clot, despite stenosis in the vessels. The penumbra system 032 was then used to remove more distal clot. The pump had been left on for a long period of time and the clot was very large. The hospital commented that it was possible that, due to its large size, some of the clot became logded somewhere in the aspiration tubing, increasing the pressure in the canister. The physician noticed that the vessel was dissected proximally, likely due to the envoy guide catheter (non-penumbra product), and therefore decided to remove the system. At this point, the pressure built up in the canister and caused it to implode and the lid to come off. The blood from the canister leaked onto the pump but neither the patient nor the hospital staff were exposed to the canister blood. The pump continued to work properly. The doctor noted that the thrombectomy procedure was successful however, the dissection caused by the envoy catheter, resulted in poor patient outcome.